Event description:
The event of rupture is no longer reportable to the FDA as the device is not PMA approved.

Manufacturer narrative:
The event of rupture is no longer reportable to the FDA as the device is not PMA approved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "I have one that is definitely ruptured and potentially both". This record is for the right side. Device remains implanted.